Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 7074601.

Event description:
It was reported that, during the implant procedure, the spinal cord stimulation (scs) patient developed a cerebral spinal fluid (csf) leak. The patient later experienced migraines and felt unwell. A blood patch was performed at the hospital prior to discharge. The patient continues to have headaches. The physician does not believe that the headaches are device or procedure related and will continue to monitor the patient.

Event description:
It was reported that, during the implant procedure, the spinal cord stimulation (scs) patient developed a cerebral spinal fluid (csf) leak. The patient later experienced migraines and felt unwell. A blood patch was performed at the hospital prior to discharge. The patient continues to have headaches. The physician does not believe that the headaches are device or procedure related and will continue to monitor the patient. Additional information was received that a second blood patch was performed about a week after the first. The physician indicated that the dura puncture was suspected and not confirmed but that the patient had been treated based on the assumption that the headaches were caused by a tear. The patient has been diagnosed with migraines.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7074601.